Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to high impedances, no output, and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, the returned stylet was found bent what occurred most likely due to mechanical forces applied during the explantation procedure. A new stylet intended for use with the lead could be properly inserted into and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. After removing tissue and dried blood, the functional test of the fixation mechanism did not show any deviation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.